Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power system error. The customer¿s blood glucose level was 229 mg/dl at the time of the incident. The customer stated the insulin pump stopped working during the night and the power was off. The insulin pump is also damaged there is a crack in the case. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis confirmed the insulin pump alarmed low battery and then alarmed power error was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Insulin pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.